Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient's attorney alleges as follows: 2004 - mesh implanted for hernia repair; seven months later - subsequent surgery to re-attach mesh to abdominal wall; from the following two through 2005 - patient was treated for chronic pain and discharge from infection at the site; the same day - another surgery performed to try to correct ongoing problems with mesh.